Event description:
It was reported that the bipolar impedance had gradually declined and was low, causing the unipolar impedance to be higher than the bipolar impedance. The lead will be reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.